Manufacturer narrative:
One extension set was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, and a leakage was detected in the filter. This confirms the reported customer complaint has been confirmed with a problem source of manufacturing.

Manufacturer narrative:
Related MFR number is : 3012307300-2019-06177.

Event description:
Information was received indicating that a smiths cadd extension set leaked at the filter. It was reported that the veletri leaked just after the extender filter. There was no reported injury to the patient.